Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead's unipolar and bipolar impedance were below 200 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that impedances have been chronically below 200 ohms since (B)(4) 2009.

Event description:
It was reported that the lead's unipolar and bipolar impedance were below 200 ohms. The device remains in use. No patient complications have been reported as a result of this event.